Manufacturer narrative:
No beeping anomaly or button error alarm was noted during testing; however, the insulin pump had intermittent button response due to moisture damage on the keypad traces. There was also minor scratches on the lcd window, cracked case near the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was beeping and that there was a black circle on the screen along with a button error alarm. The patient's blood glucose at the time of incident was 213 mg/dl. The customer stated that the button error alarm could not be cleared. The customer could not recall if the pump had gotten wet or been hit. The customer removed the battery from the pump for a half hour but when the battery was reinserted the button error alarm reoccurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.